Event description:
It was reported that when the nurse had pressed the nbp start/stop on the draeger medical systems delta monitor, the monitor tipped and the monitor fell from the infinity docking station (ids) unit. The attending nurse put her left arm up so that the monitor would not hit the patient. The monitor hit the nurse resulting in some topical bruising and a slight sprain to the wrist. The nurse was treated in the hospital emergency room, the wrist was wrapped and she was released. The nurse has returned to work.